Event description:
It was reported during a surgery to replace the ipg one of the patient's extensions is frayed. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.